Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR number - 1221359-2022-04792 through 1221359-2022-04799.

Event description:
The customer reported eight (8) false positive results with the binaxnow covid-19 ag card occurring in the month of (B)(6) 2022 performed on multiple patients. This MFR. Report addresses test six (6) of eight (8) and an unknown lot number (total quantity: 4) the patient tested positive with the binaxnow covid-19 ag card on an anterior nare nasal sample with the kit swab on (B)(6) 2022. Per the customer, the confirmation test was performed when either symptomatic patients receive negative results with binaxnow covid-19 ag card, or upon request of the patient or healthcare provider. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the customer no additional information will be provided on the false positive results or individuals tested. Per the customer, routine testing was being performed in k-12 schools and the ag cards have been functioning as expected. The customer did not allege a malfunction of the device and confirmed this is routine reporting per the binaxnow covid-19 ag card instructions for use (IFU).

Manufacturer narrative:
Investigation conclusion: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.